Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a journey guidewire. The guidewire shaft, bonds and tip were examined for any damage. The guidewire shaft was separated approximately 38cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2016. It was reported that guidewire kinked were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified hypogastric artery. After a 300cm, 1 pk journey¿ guideiwre crossed the infra popliteal segment, an 18 non-bsc balloon catheter was advanced to dilate the lesion. After deflating the balloon, the device was attempted to be removed; however, it was noted that the guidewire was bent. Both the guidewire and the balloon catheter were removed together simultaneously. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the distal end of the guide wire was fractured. It was further reported that the distal end fracture happened during procedure.